Event description:
The customer's spouse called and reported the insulin pump had alarmed no delivery several times. Customer's blood glucose was 99 mg/dl. It was stated customer would take manual injection until his nurse were to change the set. Troubleshooting for no delivery was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.